Event description:
The customer reported via phone call that the insulin pump had a power error and a battery failed alarm. The customer states the batteries were not lasting as long and when she tried a replacement battery failed alarm. Even after inserting the correct type of batteries, the customer received multiple pump errors. The customer blood glucose level at the time was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of the microtimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump had normal operating curents and no unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.